Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. This case was reported from the city of (B)(6). Pt had a history of previous cosmetic augmentation in 1998 with textured implants followed by replacement of textured implants with other textured implants on two separate surgeries. In 2014, the pt developed a periprosthetic effusion, and was treated initially by a breast surgeon and hematology with chemotherapy (chop) without any surgical explantation. In 2016, she was explanted but with invasive masses on her chest wall which were unresectable. She succumbed to disease four months later. All three sets of implants were silicone textured implants. MFR unk. This info was provided to the reporting physician by (B)(6).